Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
Time: 10:12 am, blood glucose (mg/dl): 120. (B)(4). Customer's father took her to the e.r. For treatment. The pod was discarded.